Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / pain") and ovarian cyst ruptured ("rupture of an ovarian cyst with fluid in the cul-de-sac") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 9 months after insertion of essure, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage ("she believes that part of the device still remain in her body"), complication of device removal ("she believes that part of the device still remain in her body"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), menorrhagia ("heavy cycles"), headache ("headaches that occurred daily"), memory impairment ("changes to her memory"), alopecia ("hair loss") and ovarian cyst ("bilateral ovarian cysts"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, and dilation and curettage). At the time of the report, the abdominal pain, ovarian cyst ruptured, dysmenorrhoea, menometrorrhagia, menorrhagia, headache and memory impairment had not resolved and the device breakage, complication of device removal, alopecia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, complication of device removal, device breakage, dysmenorrhoea, headache, memory impairment, menometrorrhagia, menorrhagia, ovarian cyst and ovarian cyst ruptured to be related to essure. The reporter commented: pathology report from (B)(6) 2015, does not mention essure. Instead, the report stated that both fallopian tubes were status post tubal ligation and showed no significant histopathologic changes. She also believes per her discussion with her doctor that part of the device still remains in her body and will have to be removed by still additional surgery. Diagnostic results: (B)(6) 2011: CT od abdomen a pelvis demonstrated bilateral ovarian cysts and possible recent rupture of an ovarian cyst with fluid in the cul-de-sac. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed abdominal pain. She underwent a laparoscopic bilateral salpingectomy (almost 6 years after device insertion). According to the report, consumer believes part of the device still remains in her body (regarded as suspicion of device breakage). In this particular case, no alternative explanation was provided for consumer's pain. The pain persisted after the reported surgery and consumer believes the device still remains in her body. Considering events' nature and based on essure safety profile; causality with the suspect insert cannot be excluded. In addition, the event rupture of an ovarian cyst with fluid in the cul-de-sac (unanticipated) was reported and considered as unrelated to essure due to its nature. This case was regarded as incident, since a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain'), device breakage ('she believes that part of the device still remain in her body') and device dislocation ('the coils were in her pelvis/ migration') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced ovarian cyst ruptured ("rupture of an ovarian cyst with fluid in the cul-de-sac"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), complication of device removal ("she believes that part of the device still remain in her body"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), menorrhagia ("heavy cycles/abnormal bleeding"), headache ("headaches that occurred daily"), memory impairment ("changes to her memory"), alopecia ("hair loss"), ovarian cyst ("bilateral ovarian cysts"), migraine ("migraine"), pelvic pain ("pain"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, and dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, ovarian cyst ruptured, dysmenorrhoea, menometrorrhagia, menorrhagia, headache and memory impairment had not resolved and the device breakage, device dislocation, complication of device removal, alopecia, ovarian cyst, migraine, pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, complication of device removal, device breakage, device dislocation, dysmenorrhoea, headache, hypersensitivity, memory impairment, menometrorrhagia, menorrhagia, migraine, ovarian cyst, ovarian cyst ruptured and pelvic pain to be related to essure. The reporter commented: pathology report from (B)(6) 2015, does not mention essure. Instead, the report stated that both fallopian tubes were status post tubal ligation and showed no significant histopathologic changes. She also believes per her discussion with her doctor that part of the device still remains in her body and will have to be removed by still additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - in 2017: coils were in her pelvis.. Diagnostic results: (B)(6) 2011: CT od abdomen a pelvis demonstrated bilateral ovarian cysts and possible recent rupture of an ovarian cyst with fluid in the cul-de-sac. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: events: migration, migraine, pain, auto-immune, hypersensitivity symptoms were added. Lab data was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain'), device breakage ('she believes that part of the device still remain in her body') and device dislocation ('the coils were in her pelvis/ migration') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced ovarian cyst ruptured ("rupture of an ovarian cyst with fluid in the cul-de-sac"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), complication of device removal ("she believes that part of the device still remain in her body"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), menorrhagia ("heavy cycles/abnormal bleeding"), headache ("headaches that occurred daily"), memory impairment ("changes to her memory"), alopecia ("hair loss"), ovarian cyst ("bilateral ovarian cysts"), migraine ("migraine"), pelvic pain ("pain"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, and dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, ovarian cyst ruptured, dysmenorrhoea, menometrorrhagia, menorrhagia, headache and memory impairment had not resolved and the device breakage, device dislocation, complication of device removal, alopecia, ovarian cyst, migraine, pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, complication of device removal, device breakage, device dislocation, dysmenorrhoea, headache, hypersensitivity, memory impairment, menometrorrhagia, menorrhagia, migraine, ovarian cyst, ovarian cyst ruptured and pelvic pain to be related to essure. The reporter commented: pathology report from (B)(6) 2015, does not mention essure. Instead, the report stated that both fallopian tubes were status post tubal ligation and showed no significant histopathologic changes. She also believes per her discussion with her doctor that part of the device still remains in her body and will have to be removed by still additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - in 2017: coils were in her pelvis. Diagnostic results: (B)(6) 2011: CT od abdomen a pelvis demonstrated bilateral ovarian cysts and possible recent rupture of an ovarian cyst with fluid in the cul-de-sac. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she believes that part of the device still remain in her body'), abdominal pain ('abdominal pain / pain') and device dislocation ('the coils were in her pelvis/ migration') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia since (B)(6) 2009, vaginal delivery since (B)(6) 2009, abnormal uterine bleeding since (B)(6) 2009, gravida I since (B)(6) 2009, parity 1 since (B)(6) 2009, dysmenorrhea since (B)(6) 2009 and menometrorrhagia since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced ovarian cyst ruptured ("rupture of an ovarian cyst with fluid in the cul-de-sac"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), complication of device removal ("she believes that part of the device still remain in her body"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), heavy menstrual bleeding ("heavy cycles/abnormal bleeding"), headache ("headaches that occurred daily"), memory impairment ("changes to her memory"), alopecia ("hair loss"), ovarian cyst ("bilateral ovarian cysts"), migraine ("migraine"), pelvic pain ("pain"), autoimmune disorder ("auto-immune"), hypersensitivity ("hypersensitivity symptoms"), pain ("chronic pain syndrome") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, and dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, complication of device removal, alopecia, ovarian cyst, migraine, pelvic pain, autoimmune disorder, hypersensitivity, pain and abnormal uterine bleeding outcome was unknown and the abdominal pain, ovarian cyst ruptured, dysmenorrhoea, menometrorrhagia, heavy menstrual bleeding, headache and memory impairment had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, autoimmune disorder, complication of device removal, device breakage, device dislocation, dysmenorrhoea, headache, heavy menstrual bleeding, hypersensitivity, memory impairment, menometrorrhagia, migraine, ovarian cyst, ovarian cyst ruptured, pain and pelvic pain to be related to essure. The reporter commented: pathology report from (B)(6) 2015, does not mention essure. Instead, the report stated that both fallopian tubes were status post tubal ligation and showed no significant histopathologic changes. She also believes per her discussion with her doctor that part of the device still remains in her body and will have to be removed by still additional surgery. Dob updated- (B)(6) 1986 to (B)(6) 1987. 4 were noted to be visible through the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - in 2017: coils were in her pelvis.. Diagnostic results: (B)(6) 2011: CT od abdomen a pelvis demonstrated bilateral ovarian cysts and possible recent rupture of an ovarian cyst with fluid in the cul-de-sac. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received : reporter information, medical history, and rcc were added. Event chronic pain syndrome, abnormal uterine bleeding were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / pain") and ovarian cyst ruptured ("rupture of an ovarian cyst with fluid in the cul-de-sac") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2009, the patient started essure. On (B)(6) 2011, 1014 days after starting essure, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), device breakage ("she believes that part of the device still remain in her body"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), menorrhagia ("heavy cycles"), headache ("headaches that occurred daily"), memory impairment ("changes to her memory"), alopecia ("hair loss") and ovarian cyst ("bilateral ovarian cysts"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, and dilation and curettage). At the time of the report, the abdominal pain, ovarian cyst ruptured, dysmenorrhoea, menometrorrhagia, menorrhagia, headache and memory impairment had not resolved and the device breakage, alopecia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, device breakage, ovarian cyst ruptured, dysmenorrhoea, menometrorrhagia, menorrhagia, headache, memory impairment, alopecia and ovarian cyst to be related to essure. The reporter commented: pathology report from (B)(6) 2015, does not mention essure. Instead, the report stated that both fallopian tubes were status post tubal ligation and showed no significant histopathologic changes. She also believes per her discussion with her doctor that part of the device still remains in her body and will have to be removed by still additional surgery. Diagnostic results: (B)(6) 2011: CT od abdomen a pelvis demonstrated bilateral ovarian cysts and possible recent rupture of an ovarian cyst with fluid in the cul-de-sac. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed abdominal pain. She underwent a laparoscopic bilateral salpingectomy (almost 6 years after device insertion). According to the report, consumer believes part of the device still remains in her body (regarded as suspicion of device breakage). These events are anticipated according to essure's reference safety information. In this particular case, no alternative explanation was provided for consumer's pain. The pain persisted after the reported surgery and consumer believes the device still remains in her body. Considering events' nature and based on essure safety profile; causality with the suspect insert cannot be excluded. In addition, the event rupture of an ovarian cyst with fluid in the cul-de-sac (unanticipated) was reported and considered as unrelated to essure due to its nature. This case was regarded as incident, since a surgical intervention was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.